Event description:
It was reported that the patient experienced an allergic reaction after using the product.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 329 mg/dl, 154 mg/dl, and 143 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Product from this complaint was returned and evaluated. Our investigation analyzed and tested samples from all batches associated with this and related complaints. Tested batches included samples from our inventory, samples returned from the involved medical facilities as well as retained samples from the sponge suppler. Test results confirmed all products to be sterile. Our investigation could not determine the specific cause of patient reactions associated with this complaint. No product non-conformances were identified during our investigation.